Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the user facility's biomedical engineer (biomed), the perfusionists are usually very good about keeping the cart plugged in so the batteries have a charge.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was no battery backup on the perfusion system. The device was not changed out, they ran the case without backup battery. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.